Event description:
While using a lithocrush unit the handle broke off. The physician was unable to remove the guide wire and basket. The pt was subsequently taken to the operating room for an open cholecystectomy.